Event description:
It was reported that the pt experienced intractable pain following a pump replacement. The report indicated that nothing was done to the original catheter. There were no audible pump alarms and event logs were reviewed and confirmed as normal. The hcp programmed two therapeutic single bolus doses and the pt did not respond. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).